Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced four infusion sets tubing detachment events on (B)(6) 2025.the patient reported that infusion set was just used it today but the infusion set are old ones which are around 5 years.the insertion site was abdomen. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) -MDR 3003442380-2025-19013- device 3 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.